Event description:
Customer reports the eye tracker presented difficulty in finding the pupil. During follow-up, the customer confirmed bss (balanced salt solution) spatter on the laser output lenses. It is suspected this occurred on the eye tracker. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).